Manufacturer narrative:
(B)(4). Date sent: 2/24/2020. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the cord of the device had the protective coating peeled off in one area and the wires were exposed. There was no patient consequence reported. No additional information is available at this time.